Event description:
It was reported that on literature review "long-term outcomes and duration of outdoor ambulation following primary total knee arthroplasty in patients with rheumatoid arthritis ", 1 patient had stiff knees after a tka procedure using genesis ii implants. The event was treated by arthroscopic retinacular release with general anesthesia. No further information is available.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Section h3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an additional procedure (arthroscopic retinacular release under general anesthesia) was performed due to stiff knees post tka. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on the limited information provided, the impact to the patient beyond that which has been reported cannot be confirmed nor concluded, since the current health status of the patient is unknown. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include alignment and/or size selected of the device used. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.